Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe had continuous activation. There were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: reported that "during use of the probe, it was still activated even when the footswitch was not activated". The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the probe have leak which permitted water to ingress into handle where the electrical components are causing a short circuit. User accidentally submerges device in saline, inadequate gluing operations. Excessive force applied when used, stuck button. A defective or shorted probe output or there is a serfas energy console hardware failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the probe had continuous activation. There were no adverse consequences and the procedure was completed successfully.